Event description:
A bag of potassium (30 meq k in 100ccns) was hung. The nurse programed the pump for the medication to go in at 25 cc/hr. When the nurse went to release the roller clamp, it was noted that all of the fluid, except for approximately 30cc had infused. The nurse immediately rolled the clamp back down and called in the resource person to double check the pump, and notify her of what had happened. She verified the pump was set up correctly. The pt was having frequent pac's and pvc's prior to this incident and continued to have them after. There were no other adverse effects all vss. All of the IV tubing replaced and a new bag of potassium rehung.